Manufacturer narrative:
The device has been received by the manufacturer. The investigation is ongoing. When the investigation is complete, a f/u report will be filed.

Event description:
It was reported that prior to the procedure, the battery was found to have leaked. The account had a back up on hand to complete the procedure. There was no pt involvement and no allegations of adverse consequences associated with this event.